Event description:
It was reported that there was erosion at the pump site. No patient symptoms were reported. The reporter indicated that the physician planned to move the pump across the abdomen. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.